Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, the image issue was likely caused by multiple broken elements. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced a no image issue. It is unknown when the issue was found. There were no reports of patient harm.